Event description:
It was reported that during a da vinci-assisted esophageal diverticulum repair surgical procedure, the instrument on patient side manipulator (psm) 2 had uncontrolled movement: the instrument moved without control. The system functionality was checked, and the system initially powered on without error. The customer reinstalled the instrument again, which resolved the issue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was the cadiere forceps instrument. The cadiere forceps instrument was inspected prior to use with no issue noted. There was no external collision. The issue was resolved after the customer reinstalled the instrument. The uncontrolled movement of the instrument did not cause any adverse effect to the tissue.

Manufacturer narrative:
Based on the claim against the product by the customer noting uncontrolled movement of the patient side manipulator 2 (psm 2), an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse could not reproduce the customer reported complaint but replaced the psm as a precaution. The system was tested and verified as ready for use. Isi did receive the psm 2 involved with this complaint and was able to reproduce during test driving. The axis 1 motor will be replaced as a fix. The complaint regarding the reported issue was confirmed based on the failure analysis. No image or video was available for review. An event verification confirmed the procedure was performed on the reported event date 10-nov-2022 on system sl0544. This complaint is reportable malfunction event due to the following conclusion: it was alleged that the psm 2 moved with unintuitive motion (e.g. Movement without control). Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.